Event description:
It was reported that a zcb00 model intraocular lens(iol) was implanted and had a cracked haptic and optic. The lens was cut out and was replaced by another zcb00 lens. No further information available.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2021. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was determined that "lens damaged" is a more appropriate code than "iol torn" for follow up info. Of optic cracked. Therefore, this correction is to update device code to lens damaged from iol torn. Section h6 updated accordingly. H6: medical device problem code: 1069: break (for lens damaged) device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.